Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after approx 43 days of support, the pt suffered from bacteremia and a myocardial infarction, and then had an intracranial hemorrhage. The pt expired due to the neurological event.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported infection, myocardial infarction, and stroke could not conclusively be determined. However infection, myocardial infarction, and stroke are listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.